Event description:
It was reported that during an unknown procedure, the staples have not always formed completely. He noticed that the staples of the patient side were open. There was no patient consequence reported.